Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection, but none was available. The patient was hospitalized, given antibiotics, and was later explanted. There have been no reports of further complications regarding this event.